Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a colon procedure, when the surgeon tried to use the device the suture did not work. We had to replace the suture to complete the procedure. There were no adverse consequences for the patient.